Manufacturer narrative:
(B)(4).

Event description:
When lifting a user from a shower chair to his bed, a leg strap came off the sling. The user fell approximately 10 - 30 cm back into the chair and was uninjured.

Manufacturer narrative:
Additional manufacturer narrative: the sling was returned and investigated. It is not possible to determine a root cause. Despite static load test performed in various misuse scenarios, the failure was not able to be recreated. This testing, in addition to the 1.5 x safe working load standard testing, demonstrates that the failure is not caused by an overload. Complaints will be monitored to evaluate if corrective action is required in the future.